Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspected leak from implant."

Event description:
Healthcare professional reported "suspected leak from implant" for an unknown side. Device remains implanted.